Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple attempts to gather further details regarding the event were unsuccessful as no response was provided. No further details could be obtained, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's touchscreen does not work anymore. There was no patient involvement when the issue occurred. There was no patient or user harm reported. The customer requested a quote to order a replacement touchscreen.